Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture ingress behind the display. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2017 with the following findings: review of the black box data revealed record of power on reset at the time of the alleged temperature issue. On examination, there was no evidence of moisture behind the display lens. Leak testing failed due to crack in the pump case. The pump was opened for further investigation and revealed moisture on the inside cover and the force sensor plate. Unrelated to the original complaint, the battery compartment was noted to be cracked.